Manufacturer narrative:
B5: the reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -16.5/1.5/087 (sphere/cylinder/axis) was implanted into the patient's eye on an unknown date. Excessive vaulting was observed and the lens was explanted on an unknown date. A shorter lens was used for replacement lens. It is unclear if lens removal and replacement occurred intraoperatively. D9: return date: 22-mar-2023. H3 - device evaluation: the lens was returned in liquid in a specimen cup. Visual inspection found the haptic torn. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: d4: expiration date should be corrected to (B)(6) 2024. D4: manufacture date should be corrected to 06-jul-2022. H1: should be corrected to serious. Claim# (B)(4).

Manufacturer narrative:
Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -16.5/1.5/087 (sphere/cylinder/axis) was implanted into the patient's eye. Excessive vaulting is observed and a exchange is planned.